Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon investigating the stored electrograms, it was noted the implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing. The device was reprogrammed. The patient remained asymptomatic after the programming changes and would be followed.